Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 20 mm watchman flx laa closure device was implanted. On the same day post procedure, the patient developed a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed, and 300 ml of fluid was drained. No further patient complications were reported. The patient was stable and discharged home two days post procedure.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 20 mm watchman flx laa closure device was implanted. On the same day post procedure, the patient developed a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed, and 300 ml of fluid was drained. No further patient complications were reported. The patient was stable and discharged home two days post procedure. It was further reported that there were no difficulties with the transseptal puncture, and the closure device was repositioned twice during the procedure.